Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: the device fully cut and partially staple. The staples were malformed.

Event description:
It was reported that during a gastrectomy procedure, the stapling was incomplete on the side of the resected piece. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device is not available for return.